Event description:
Pdc received a call on (B)(6) 2013 reporting a medical intervention that occurred on (B)(6) 2013 @ 7:30pm. Pt (B)(6) stated he tested his blood glucose with prodigy meter and the result was 335 mg/dl. Pt panicked and drove himself to the emergency room. Pt also stated that he was feeling flush. (B)(6) stated that his normal blood glucose readings are 110-111 mg/dl. Pt's glucose reading upon arrival at emergency room was 161 mg/dl (blood glucose was tested twice at emergency room with the same results). Pt's glucose reading upon discharge was 161 mg/dl. Total stay at emergency room was 1 hour. Pdc sent replacement and prepaid envelope requesting return of suspect device.